Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. It was noted that the patient anatomy was tortuous. During the procedure, while attempting to retract a ruby coil into a non-penumbra microcatheter for repositioning, the ruby coil unintentionally detached outside of the microcatheter and in the aneurysm. The procedure was completed by packing the detached ruby coil into the aneurysm with another ruby coil using the same microcatheter. There was no report of an adverse effect to the patient.